Event description:
It was reported that the device is defective, it is spinning permanently. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update, 04-mar-2021 -sac. Received further information that the problem was noticed after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed a defective motor along with a defective door bumper.